Manufacturer narrative:
The customer¿s report of a channel disconnect was confirmed. There were no errors observed in the error log. A channel disconnect event was observed in the event log. This issue was evaluated as part of a customer visit that was performed on (B)(6) 2015. The onsite inspection noted corroded/contaminated iui connectors were found at the suspect connection. The root cause of a channel disconnect was identified as corroded/contaminated iui connectors.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.

Event description:
The customer reported a channel disconnect event between 2 syringe pump modules during an unspecified infusion. There is no report of patient harm.